Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
During the procedure, it was reported that the implant coil could not be detached with the instant detacher.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pushwire was returned for evaluation with the implant coil still attached. The evaluation could not determine the cause of the event; however, the release wire could not be easily pulled out which suggests that the coin may have been jammed in the lumen stop.